Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangio-pancreatography (ercp) for a biliary stone lithotripsy, the control pipe of the subject device was broken while the users were attempting to close it around the stone. The users reportedly attempted to utilize an unspecified emergency handle but the remaining wire was said to have snapped as well without success. The pt was said to have been transferred to surgery for stone and basket wire removal. There was no info about the pt after the surgery.

Manufacturer narrative:
Omsc followed up with the user facility to obtain add'l info regarding this report but could not obtain more detailed info. The subject device referenced in this report was not returned to omsc for eval. As investigating the mfg record of the subject lot, there was no irregularity found, and there was no similar phenomenon reported in the result of the trend investigation of complaints. The exact cause of the reported phenomenon could not be conclusively determined, but, the size of the hardness of the stone could not be ruled out as a potential contributory factor. This report is being submitted as a medical device report in an abundance of caution.